Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a constant tone was occurring. The customer also reported that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that the constant tone did not disappear after inserting a new battery. The customer was advised to put insulin pump to rest. The insulin pump will not be returned for analysis.